Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was made aware of the sensor error by an alert from their cgm device, and around that time began experiencing symptoms consistent with diabetic ketoacidosis and dizziness. The patient´s mother was unable to immediately obtain a blood glucose reading at home glucose meter and called the emergency services. Upon arrival, a fingerstick was taken by the paramedics, and the blood glucose reading was approximately 800 mg/dl. The patient was transported to the emergency room. The patient was admitted to the ICU, and initial treatment included intravenous insulin, saline and fluids, and insulin injections. No further medication was reported, and the patient was discharged after spending 2 weeks at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.